Manufacturer narrative:
E1: initial reporter address 1: no. (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that the balloon catheter was fractured, and additional intervention was performed to remove the device. The 90% stenosed target lesion was in the severely calcified left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon monorail was selected for percutaneous coronary intervention (pci). During the procedure, a 1.50 mm burr was utilized for rotational atherectomy (ra). Intravascular ultrasound (ivus) revealed an average lumen diameter of approximately 2.0 mm. An initial attempt was made using a non-boston scientific cutting balloon, which failed to fully expand. Subsequently, a wolverine cutting balloon was advanced; however, following expansion, the device could not be contracted. Upon retrieval, the wolverine balloon fractured approximately 10-15 cm from the tip at the marked point. The patient was transferred to another hospital for emergency open-chest surgery, where a thoracotomy was performed to remove the broken device fragment. There was no patient complications reported, and the patient was safe and recovering post-surgery.